Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip and shaft damage. The inner shaft is buckled 3 mm from the bi-component weld. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 3.50 mm x 15 mm nc emerge® balloon catheter was advanced for dilatation. However, during removal, resistance was encountered. The device was removed together with the wire. The procedure was completed with the same device. No patient complications were reported and patient' status was stable.